Manufacturer narrative:
Bottle 12 (ipa) was removed from the instrument for (B)(4) at 14:33 pm on (B)(4) 2013 which is not sufficient time to complete manual replacement of reagent. The corresponding reagent station was reset. Re-setting a reagent station sets the concentration to the default value configured in the reagent types definitions, unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The user affirmed in the instrument software that the ipa conc was to be set to 100% in this instance. The actual properties of the reagent in bottle 12 remained as 95%, because it had not been physically replaced. Bottle 12 was subsequently used for the final dehydration/clearing step for the 2 protocols started on (B)(6) 2013 from which sub-optimal tissue processing were identified. Following the identification of sub-optimal tissue processing, the laboratory replaced the reagent in bottle 12 at 15:12 pm on (B)(6) 2013, and the bottle was removed for sufficient time to complete manual replacement of the reagent. Bottle 12 was then used for the first time in the final dehydration/ clearing step of the protocols started on (B)(6) 2013 from which sub-optimal tissue processing was also reported. Although the reagent in bottle 12 (ipa) was replaced immediately prior to commencement of the protocols started on (B)(6) 2013, the wax in the wax baths would have been contaminated due to previous incorrect user actions resulting in the re-introduction of water in the tissue and result in the sub-optimal tissue processing reported. The root cause for the sub-optimal tissue processing reported was a failure by the user to complete the manual reagent replacement process in accordance with the manufacture instructions.

Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue in approximately 430 cassettes from two (2) processing runs which completed on (B)(6) 2013. The affected tissue samples were described by the complainant as burnt. On (B)(4) 2013, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.